Event description:
In an article titled "a comparative analysis of the results of vertebroplasty and kyphoplasty in osteoporotic vertebral compression fractures", a prospective study of 28 vertebroplasty pts and 24 kyphoplasty pts treated over the past 2 yrs was presented. The following event reported: the pt underwent a kyphoplasty procedure using a bipedicular approach at level t8. Cement extravasation occurred. The cement extravasation occurred into the intradiscal space, anterior to the vertebral body, along the nerve root, and into the spinal canal. There were no neurological deficit reported. No additional info was reported.

Event description:
Caller states patient tested 100 mg/dl on the inform system. Low blood glucose symptoms were reported with this result and lab value drawn within 10 minutes of inform result returned as 43 mg/dl. Patient was treated with 50% dextrose based on lab value. Patient was discharged from the hospital 2 days later. Caller states patient may have peripheral blood flow issues. Requested return of suspect device and replacement was sent.